Event description:
Hamilton g5 sn (B)(6) was on a patient who expired, unknown of any problems or issues that led to this. Questioner sent. Tech did inspect machine after incident and mentioned that exp. Valve may be sticky. Since patient incident they did want field service to certify the machine.